Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to the implant procedure it was noticed the lead box was dented/crushed. The box was opened and it was further discovered the internal sterile packaging had been damaged/compromised. An alternative lead was utilized for the implant. No patient complications have been reported as a result of this event.